Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a left ventricular lead that could not capture. Fluoroscopy indicated that the lead had pulled back. The lead was capped and replaced on (B)(6)2019.. The patient tolerated the procedure well.